Event description:
It was reported that a monofocal intraocular lens (iol) haptic fell off after implantation in patient's operative eye. The surgeon removed the lens during the same surgery. There was no incision enlarged, no vitrectomy, however, unplanned sutures were required. Through follow up, it was reported that the patient was fine at the end of the case and no extra treatment was required. The same model and diopter of lens was inserted into the patient. The lens is not available for return. No further information received.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.